Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced a disconnection between the patient connector of the peritoneal dialysis (pd) transfer set and the titanium adapter. The transfer set fell off the titanium adapter during an unspecified process step of peritoneal dialysis therapy. The patient was prescribed prophylactic antibiotics. There was no patient injury or medical intervention associated with this event. No additional information is available.